Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was returned for analysis and the main coil was not attached to the delivery wire. The delivery wire was bent at 21cm from the proximal end. The proximal contact was kinked. The distal end of the delivery wire was inspected under the microscope and it was evident that the coil was detached at the detachment zone via electrolysis. As the coil was withdrawn from the microcatheter following the attempt to detach the coil, it is possible that the detachment process completed releasing the coil. A probable root cause of operational context will be assigned to this complaint as there were no anomalies noted to the device before use and it is likely that procedural factors caused the performance of the device to be limited.

Event description:
During the procedure, while attempting to retrieve the delivery wire it was noted that the coil did not detach completely. When the delivery wire was being pulled back into the microcatheter, the coil detached in the microcatheter and the proximal end of the coil protruded into the parent vessel. The physician did not take any action to treat the patient. The patient was reported to be in stable condition.

Event description:
During the procedure, while attempting to retrieve the delivery wire it was noted that the coil did not detach completely. When the delivery wire was being pulled back into the microcatheter, the coil detached in the microcatheter and the proximal end of the coil protruded into the parent vessel. The physician did not take any action to treat the patient. The patient was reported to be in stable condition.